Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a known working outlet and wait for 30 minutes, but the pump still did not charge, even with different adapters and cables. Technical support decided to replace the pump, and the customer was advised on how to return the faulty device and on procedures for the replacement pump. The customer acknowledged and understood all instructions provided.